Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. Additional information has been requested but not provided.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. Therefore it is not possible to perform any inspections on the device. Therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Stent thrombosis is a known complication of stent implantation which has been reported for all bms and drug-eluting stents. It is notable that there is no evidence that indicates the stent involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. As the batch number is unknown a review of the manufacturing records could not be carried out. The root cause will be documented as anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.